Event description:
During a spine surgery (l4-l5 fusion) using the aid of the brainlab navigation system, the release button on the navigated instrument's handle was inadvertently pressed. The inadvertently released parts of the instrument (awl) dropped an estimated 3 inches from the handle into the pt's incision (exposed vertebra).

Manufacturer narrative:
According to the surgeon: the awl punctured the central spinal canal with the very tip of the awl, creating a tear in the dura and a csf leak. This tear was primarily repaired with a suture and dura seal during the same surgery. This pt had to have a longer than typical hospital stay, extended by 3 days. No further action was necessary for this pt. A risk to the pt's health could not be excluded for these specific circumstances in this case despite according to the surgeon, there was no permanent adverse effect on the pt; there is no indication of malfunction, quality or performance issue with the brainlab device, the brainlab device works according to it's specifications; corresponding brainlab measures for the device are in place. There are no remedial actions intended by brainlab at this point of time regarding this issue, since there is no indication of a malfunction, quality or performance issue with the brainlab device; the brainlab device works according to its specifications; corresponding brainlab measures for the device are in place; brainlab identified the root cause for this event as 'human error.'